Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the lead was stretched. It was noted that the lead has been stretched so the inner tubing buckled and prevents the helix from functioning properly. It was also noted that the inner insulation was kinked/buckled, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant. Evaluation summary (B)(4); lead stretched (B)(4) full lead.

Event description:
It was reported that the right ventricular lead impedance and threshold were high. The lead was capped. It was also reported that during the procedure, a pace/sense lead was attempted. The lead impedance was high and the capture threshold poor, and the lead was suspected to have an insulation defect. It was also reported that the helix extension and retraction felt different, more sluggish. The lead was not implanted and a new pace/sense lead was implanted. No patient complications have been reported as a result of this event.